Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine cleaning and maintenance after surgery, it was discovered that the craniotome device had a bent foot plate. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further investigation, it was determined that MFR# 1045834-2018-50160 is a duplicate of MFR# 1045834-2018-50159. Reference MFR# 1045834-2018-50159 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.